Event description:
It was reported that post a coronary drug eluting stenting treatment procedure, subacute thrombosis occurred. The pt presented with angina pectoris. The 90% stenosed b1 lesion measured 3.5mm in diameter and 15mm in length and was located in a calcified proximal left anterior descending artery which had a branch and a tortuous pass located proximal to the lesion. The lesion was predilated with an unk balloon and a 3.00x16mm taxus liberte' drug eluting stent was deployed in the lesion at 16 atms. The lesion was not post-dilated. Ivus confirmed that the stent was well apposed and timi iii flow was confirmed. No pt injuries or complications occurred. The pt was discharged the next day. Five days post procedure, the pt had chest pain and lost consciousness. Thrombus was identified at the proximal portion of the taxus stent. A 3.5x24mm non bsc stent was implanted overlapping the taxus stent. Four days later, thrombosis occurred at the site of the non bsc stent. Angioplasty was performed and timi iii flow was restored. No further pt injuries or complications occurred. Pt's status is satisfactory. At the time of the thrombosis, the pt was taking 81mg aspirin, 75mg clopidogrel and 5mg mevalotin, daily.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.